Event description:
It was reported that the ventilator screen was locked when trying to shutdown the unit. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Date of manufacturer: 04/23/2018. Date of report: 09/21/2018. Failure analysis on the returned power management (pm) board shows that the capacitor c289 shorted on the power management (pm ) board is the caused of the touchscreen to be unresponsive.